Event description:
It was reported that the pt had surgery on (B)(6) 2011 due to discomfort at the pocket site and a coil in the lead. The physician took a culture to check for infection, but infection was ruled out. The physician did see fluid; however, they were not sure where the fluid came from. The implantable neurostimulator (ins) was planted deeper, and it was reported that a skin allergy was responsible for the discomfort. Following the revision, it was reported that the pt could not adjust stimulation. The programmer displayed a "call your doctor" icon and a power-on-reset (por) condition was reported. Once the por was cleared the pt was receiving therapeutic effect, but the discomfort remained. It was believed that the discomfort went away when the ins was turned off. A MFR rep tried reprogramming with all configurations with four programs, but did not succeed in reducing the discomfort. Impedances were within range. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).